Event description:
In 2005 the target lesion was a tightly discrete, 90% stenotic area located in the left anterior descending artery just after the calcified diagonal artery. The lesion was predilated with two unknown brand balloons, sizes 2.5 and 3.0 mm. The physician attempted to stent the lesion site with a taxus express2 2.75 x 16 mm drug eluting stent. The stent would not cross and was removed. Hence, the physician tried to cross and was removed. Hence, the physician tried to cross the lesion with a taxus liberte 2.75 x 16 mm drug eluting stent. During the manipulations to advance the stent, the shaft was broken at the proximal end. The device system was removed and the procedure was completed with another device. There were no reported patient complications.